Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported having an infection during a call to customer support for a ¿draining slowly¿ message during pd treatment with the fresenius cycler. There were no reported allegations that the infection was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that the patient was hospitalized on (B)(6) 2022 with peritonitis characterized by abdominal pain. During the hospitalization, the patient had a pd culture obtained which revealed a normal white blood cell (wbc) count and growth of few gram-positive cocci in pairs (bacteria not provided). The patient was initiated on antibiotic therapy with vancomycin (dose not provided) intra-peritoneal (ip) for a 21 day course. Subsequently, on (B)(6) 2022, the patient was discharged from the hospital continuing pd therapy on the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. Event. The nurse attributed the peritonitis to breach in aseptic technique during the pd exchange.